Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 27 mg/dl compact plus (system 1) and 110 mg/dl compact plus (system 2). Test strips have been discarded. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4). Device was discarded.